Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 2.3, lab: 5.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.3, reference: 5.6, mean: 3.95, confidence limits: 2.3-5.7. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Testing was performed on returned meter and strips. Meter functional test did not reveal meter deficiency. It was revealed that patient was given vitamin k after receiving lab result of 5.6 inr. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of 2009, five discrepant result complaints were reported for lot # 210381 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 210831pa are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.